Event description:
The patient reported that the pump screen was unreadable. The screen had been fine when patient woke in the morning, but when patient tried to give a breakfast bolus, patient was unable to read the screen. Only black lines were showing.